Manufacturer narrative:
Additional information was received confirming that the patient's symptoms had resolved prior to the re-intervention and distal pulses were determined by the physician to be ok. Therefore, only ballooning was conducted during the index procedure. No follow up CT has been carried out. The patient will be monitored as per their routine follow up schedule. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: the exact cause of the thrombus seen within the contra limb could not be determined from the films provided. The anatomy at implant is unknown, images during implant were not available, and the blood flow dynamics could not be assessed from the CT¿s provided. Films from 5 weeks post-implant were returned; it is unclear if these films were prior to or after the reported ballooning intervention was performed. The films revealed that the bifurcate was positioned just below the lowest left renal artery within the severely angulated neck. The 36mm catalog bifurcate proximal od measured ~25mm, 15mm lower near the bottom of the neck measured ~22mm, and just above the flow divider narrowed down to 20mm in diameter. The infrarenal neck was acutely angulated at the flow divider ~70 deg a-p; relative to the distal aorta. Along the length of the contralateral gate, between the level of the flow divider to the gate ring, the contra limb contained scattered areas of thrombus. Outside the gate the stent graft components and vessels were free of thrombus. The contra limb was seen compressed beginning just below the flow divider where the devices were acutely angulated; the contra limb ID was compressed down to 6 ¿ 8mm ID, while the ipsi limb remained essentially circular at 7 ¿ 12mm ID. It appears likely that contra limb compression due to implanting within the small diameter and highly angulated aorta likely contributed to the thrombus seen within the contra gate. It is also possible that stent graft oversizing may have also contributed. The thrombus may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that a follow up CT scan revealed that flow to the contra limb was compromised. The physician stated that the cause of the event cannot be determined. An intervention was performed using a pta balloon; however, outcome will not be obtained until follow CT is done. No additional clinical sequalae was reported and the patient will be monitored by their physician.